Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a syncopal episode. Additionally, loss of capture (loc) was observed at maximum output. Fluoroscopic imaging revealed that the lead had dislodged and the helix didn't appear to be fully deployed. A revision procedure was performed. The lead was explanted and a new rv lead was successfully implanted. No additional adverse patient effects were reported.